Event description:
A minimum fill notification was reported by the customer, which led to the customer¿s blood glucose level exceeding 500 mg/dl, although the specific value was unknown and displayed as "high." The customer contacted technical support for assistance and attempted to load a second cartridge after initially filling it with 90 units of insulin, leaving 79 units usable in the cartridge. Despite attempts, reloading the same cartridge did not resolve the issue. The customer removed the pump case and cleaned the pneumatic tap area as instructed, but ultimately ran out of insulin and decided to use a backup insulin delivery method while waiting to obtain more insulin.